Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the touch panel was working intermittently, and continued working intermittently after it was calibrated. There was no patient involvement.